Event description:
Patient implanted with a small mandible plate and screws in 2000. Due to bone resorption, the mandible receded from the plate. Patient returned to the operating room on (B)(6) 2012 for removal of hardware and revision to a matrix mandible plate with 9 screws. This is the fifth of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.